Manufacturer narrative:
The lot number is unk. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's ipg battery was low and the device was not communicating with pt programmer. According to the sales rep's calculations, the device should have lasted for 71 months. The ipg will be replaced at a future date.